Manufacturer narrative:
Internal complaint reference (B)(4). The device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. No product identification information was provided and thus a manufacturing record and product specifications inspection reviews could not be conducted. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found appropriate warnings and precautions statements. The images provided show a detached screw, anchor and sleeve. Clinical evaluation was completed and concluded that based on surgeon¿s provided analysis of three x-rays dated approximately seven weeks post implantation, show a metal foreign body under the shoulder joint in the x-ray, ultimately it was a dislocated multifix anchor that lies in the cuff rupture¿. The revision findings confirmed the anchor breakage. In addition, four post revision photos of the removed anchor pieces were provided. However, without the post implantation radiographs, the patient¿s activity level or the device, the root cause of the reported pain and implant breakage cannot be determined. The impact to the patient was the reported pain and the revision. Should any additional medical information be provided, this complaint will be reassessed. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) potential complications accompanying such implant surgery. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. No product identification information was provided and thus a manufacturing record and product specifications inspection reviews could not be conducted. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found appropriate warnings and precautions statements. The images provided show a detached screw, anchor and sleeve. Clinical evaluation was completed and concluded that based on surgeon¿s provided analysis of three x-rays dated approximately seven weeks post implantation, show a metal foreign body under the shoulder joint in the x-ray, ultimately it was a dislocated multifix anchor that lies in the cuff rupture¿. The revision findings confirmed the anchor breakage. In addition, four post revision photos of the removed anchor pieces were provided. However, without the post implantation radiographs, the patient¿s activity level or the device, the root cause of the reported pain and implant breakage cannot be determined. The impact to the patient was the reported pain and the revision. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be reassessed. Visual inspection found a detached screw, anchor, and sleeve. Functional evaluation was not possible as only the anchor, screw, and sleeve were returned for evaluation. The complaint was confirmed. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) potential complications accompanying such implant surgery. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the patient came back to the practice with pain after the operation, time course not known at present. On the x-ray a narrow pen was visible. A revision surgery was performed on october 15th. No more complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.